Event description:
Customer called to report the insulin pump has been alarming. The blood glucose reading at the time was 432 mg/dl. Customer stated that the insulin pump went through the body scanner at the airport. Troubleshooting was performed. Advised the customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device was received with motor error alarm during basic occlusion test. Device was unable to prime at 4.0 lbs during prime and a33 test due to protruded/loose drive support disk. Device also had a scratched lcd window and cracked reservoir tube lip.